Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. It should be noted these records were received through a pfs. Formal litigation hasn¿t been filed yet, so this complaint isn't legal. Pfs alleges pain and loss of function. Part/lot information provided. After review of the medical records the revision operative note indicated metallosis and a pseudotumor. Update rec'd 9/4/2014- pfs and medical records received. This complaint is now legal. After review of the medical records the revision operative note indicated metallosis on the trunnion and pseudotumor. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/25/2014. Update 9/4/2014- pfs and medical records received. Medical records are being re-evaluated on 1/30/2015 and the stem is now being added for the metallosis on the trunnion. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/30/2015.